Event description:
Patient with a history of tumor underwent a posterior fusion at t10-s1 using two rods. Several days after the posterior fusion was performed, patient underwent an anterior corpectomy at l2-l3 and was implanted with a synthes synex ii cage. The patient later experienced nonunion, cage migration anteriorly, several loose screws and broken rods. Using a posterior approach, the patient was revised; an unk number of loose screws and the two broken rods were removed. The surgeon replaced the loose screws and revised to 4 rods. When the rods were hooked into the screws, the cage migrated back into the original position and the surgeon was able to gain compression. No anterior revision was required. This is four of four reports for this event.

Manufacturer narrative:
Manufacture date, manufacture site, and 510k/PMA number cannot be determined without a part number or lot number. Subject device remains in patient. Investigation could not be completed; no conclusion could be drawn as no product was returned and no lot number was provided. Synex ii vertebral body devices are currently the subject of a medical device recall. However, the information does not reasonably suggest a relationship between this event and the reason for recall.